Event description:
The patient called patient services and reported feeling a vibration in the area of the chest where the device is implanted. Patient reported the feeling to be like a "cell phone, but very mild." Patient was encouraged to contact the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.